Event description:
A medtronic representative reported that an l3-s1 spinal fusion case the o-arm was making noise and unable to move in the x, y, and z planes. The patient was intubated, draped and under anesthesia for 50 minutes while attempts to get the o-arm to function were made. The surgeon then decided to cancel and reschedule the surgery for a week later. No patient harm was reported.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The suspect motion control box positioner was returned for analysis and the reported issue confirmed. The box was installed on an another o-arm system for testing; the box makes a grinding like sound in all motions except y axis which did not function at all. Suspect galil board was defective. A new motion control box was installed in the o-arm at the site and the system was then fully functional. Issue resolved.